Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 98 mg/dl at the time of the call. The customer believes the pump is over delivering as they are getting too many lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated their meter showed a reading of 168 mg/dl but their carelink report shows a reading of 91 mg/dl. The insulin pump will not be returned for analysis.